Event description:
Complainant alleged that during a routine preventative maintenance check on the device, the display on the monitor screen was unreadable. The complainant indicated that there was no patient involvement in the reported failure.